Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she inserted a sensor and had bleeding at site. She checked her glucose readings and stated that the sensor glucose was reading very high and the blood glucose was low. Customer stated that the next day she noticed blood at insertion site again and the sensor readings were not accurate. During troubleshoot; customer stated that there is still blood at site but is not actively bleeding and the insertion does not show signs of infection. Customer reported she is on medication that might cause bleeding. Current blood glucose is 76 mg/dl. Nothing further reported.